Event description:
The customer reported to beckman coulter hotline support that their unicel dxc 800 pro ise drain was overflowing. No erroneous results were generated. The leak was not contained to the instrument and was identified as ise waste fluid. There was no exposure or injury reported. The operator wore gloves and a lab coat while operating the instrument.

Manufacturer narrative:
The issue was referred to a beckman coulter field service engineer (fse). During the service visit, the fse confirmed the ise drain was overflowing. The fse determined the cause was the peri-pump. The peri-pump was replaced to resolve the issue. Upon recur, sample results could potentially be affected. The manufacturer's reference # for this event is (B)(4).